Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging a onetouch verioiq meter was displaying an error 2 message. According to the ot verioiq owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. This complaint was classified using the documentation by the customer care advocate (cca). The reporter stated prior to the alleged issue, the patient felt "dizziness." The reporter stated the alleged issue first occured on (B)(6) 2012, at 3pm. The patient reportedly takes insulin to manage his diabetes. It is unknown if the patient made any changes to his usual diabetes management routine on the day of the alleged issue. The reporter stated the patient did not receive any treatment for an acute complication of diabetes. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.